Event description:
It was reported that continuous glucose monitor displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received full instructions for pump reset, completed reset with assistance, and successfully started new sensor session with no further error messages reported.